Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("two essure coils were seen in the mid pelvis/that showed essure lodged within the anterior myometrium / migration of essure device - could not be located") in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, miscarriage, herpes genitalis and uterine leiomyoma. Concomitant products included ibuprofen and medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In july 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion ("two essure coils were seen in the mid pelvis/that showed essure lodged within the anterior myometrium / migration of essure device - could not be located"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent a diagnostic laparoscopy, tubal ligation and removal of migrated essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea and embedded device to be related to essure. The reporter commented: she was advised she would need surgery. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on 24-aug-2012: essure coils lodged within the anterior myometrium hysterosalpingogram - on 8-aug-2011: both tubes patent - no coils in place; on 7-aug-2012: the test showed spillage ofcontrast from both tube pregnancy test - on 14-may-2012: negative; on 16-may-2012: negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-sep-2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("two essure coils were seen in the mid pelvis/that showed essure lodged within the anterior myometrium / migration of essure device - could not be located") in an adult female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 2, miscarriage, herpes genitalis and uterine leiomyoma. Concomitant products included ibuprofen and medroxyprogesterone (depo provera). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion ("two essure coils were seen in the mid pelvis/that showed essure lodged within the anterior myometrium / migration of essure device - could not be located"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent a diagnostic laparoscopy, tubal ligation and removal of migrated essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea and embedded device to be related to essure. The reporter commented: she was advised she would need surgery. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 2. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: essure coils lodged within the anterior myometrium hysterosalpingogram - on (B)(6) 2011: both tubes patent - no coils in place; on (B)(6)2012: the test showed spillage ofcontrast from both tube pregnancy test - on (B)(6) 2012: negative; on (B)(6) 2012: negative most recent follow-up information incorporated above includes: on 21-aug-2018: event "dysmenorrhea (cramping)" , lot number, reporter added from pfs. Concomitant drug, historical condition, lab data added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("two essure coils were seen in the mid pelvis/that showed essure lodged within the anterior myometrium") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion ("two essure coils were seen in the mid pelvis/that showed essure lodged within the anterior myometrium"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (underwent a diagnostic laparoscopy, tubal ligation and removal of migrated essure coils). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device outcome was unknown. The reporter considered abdominal pain, back pain, device expulsion and embedded device to be related to essure. The reporter commented: she was advised she would need surgery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: essure coils lodged within the anterior myometrium hysterosalpingogram - on (B)(6) 2012: the test showed spillage of contrast from both tube. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.